Event description:
A patient reported when he sets his stimulator he feels stimulation, but when he takes the antenna away, he does not feel stimulation. The noted they start no longer feeling stimulation on either the (B)(6). The patient noted his symptoms have gotten worse. It was noted the therapy is on. The patient is on program 4 at 1.7 v. The patient is feeling the stimulation in the correct area. The patient noted they increased stimulation to 1.9 v then to 2.3 v and confirmed the stimulation felt comfortable stimulation. The patient plans to contact healthcare professional (hcp) if the issue does not resolve. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.